Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump's insulin cartridge disengaged from the pump connector on multiple occasions, most recently that morning, which corresponded with elevated blood glucose; the user reattached the connector using a push-and-twist technique, confirmed proper cartridge seating, and glucose subsequently decreased. Symptoms included hyperglycemia. Outcomes included no hospitalization and blood glucose in range at the time of the call. Investigation included troubleshooting and education on proper connector attachment technique. Investigation of this case revealed a cause that remained unclear, with user-reported intermittent cartridge disconnection potentially related to connection technique. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.